Manufacturer narrative:
D4: catalog number: requested, unknown. D4: model number: unknown due to unknown catalog number. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown catalog and lot combination. G4: PMA/510(k): unknown due to unknown catalog number. Since the actual sample was not returned, analysis of it could not be performed. Investigation was not possible because the involved product code and lot were unknown. There have been no similar incidents with this product due to manufacturing defects in the past two years. Investigation was not possible because the involved product code and lot were unknown. Di number is unknown since the involved product code is unknown. Due to the metal core wire of this product, if any fragments remain inside the patient's body, it is possible that heat may be generated or fragments may move during an MRI procedure. Therefore, MRI should be avoided if there is a possibility of fragments remaining in the patient's body. Since the involved product code and lot were unknown, the manufacturing record and the shipping inspection record could not be investigated. In addition, since the actual sample was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. The quality of this product is assured by the factory through the following inspections and control measures. The eddy current flaw detection is used to confirm that there are no cracks in the core wire along its entire length. The outer diameter of the core wire is controlled to ensure the strength of the wire. Before the product packaging process, 100% visual inspection is performed to confirm that there is no peeling of the outer layer or no scratches in the appearance. Eddy current flaw detection: when an alternating current is passed through a coil, a magnetic field is generated in the direction perpendicular to the current. When the coil is brought close to the conductor (core wire), an eddy current is generated on the surface of the conductor. If any anomaly including a crack is generated in the conductor, the eddy current avoids the crack and flows around the conductor, so that the flow changes as compared with the case where there is no crack. The method of detecting changes in the flow of eddy currents and searching for cracks is called eddy current flaw detection. The instructions for use (IFU) of this product indicates as follows: "[warnings] if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." For the importer report for this reported event please see MDR 2243441-2024-00023. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the tip of the glidewire broke off. The event was regarding magnetic resonance imaging (MRI) information with the broken tip. The patient was stable and there was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 16jul2024: a glidewire gold wire used during the procedure.